Event description:
Advanced bionics was notified that the patient reportedly developed an infection on the implant site. The patient was reportedly treated with intra-venous antibiotics (type unknown) in the hospital, the patient will follow this treatment for 10 days. The implant surgeon reported that the patient's antibiotics treatment went well and the pt would continue to take oral antibiotics to avoid the bacterial biofilm over the device. Advanced bionics is currently in the process of gathering additional information. When more information becomes available, a follow up report will be sent.